Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced for reported normal battery depletion two years later.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced sudden onset of dizziness and a syncopal episode while driving a motor vehicle. A physician contacted boston scientific technical services (ts) to request interrogation of the device by a local field representative. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the cause of the syncope was unable to be determined.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.